Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system message reported was observed. The company rep reloaded application software. Cables were reseated to all of the modules, the supervisor, host, and the hard drive. The system was then tested and met all product specs. A root cause has not been identified. (B)(4).

Event description:
The customer reported receiving a system message during a vitrectomy and retinal repair procedure. The system's power was cycled and only the screen displayed. A backup system was brought in to complete the procedure. However during set up, a message appeared and the customer was unable to clear. The surgeon was unable to complete the procedure as planned and a secondary procedure was performed the following day. The surgeon is unsure if any add'l surgery will be required. The pt's condition is noted as "guarded." This report is to document the events related to the first system that was exchanged. A separate report has been filed to document the event related to the second system. Add'l info has been requested.